Manufacturer narrative:
Unexpected results obtained that were not in alignment with clinical presentations.

Event description:
The customer contacted beckman coulter inc. (Bci) after a physician questioned lower than expected total t4 (thyroxine) results for an unknown number of patient samples. The lower than expected total t4 results were not in alignment with the patients' clinical presentations. The customer reported that normal results were obtained for free t4 and for tsh (thyroid stimulating hormone) for the samples in question. None of the samples were drawn from pregnant female patients. The customer did not provide any information regarding the number of impacted patient samples, the type of samples, or the results obtained. The customer did not provide any information regarding if patient treatment was impacted. A field service engineer was dispatched to the customer site and observed that the instrument event log revealed no abnormal conditions. The field service engineer observed a worn valve and three aspirate probes which appeared dirty. The valve and probes were replaced and a system check confirmed the instrument was operating within specifications. A root cause for the lower than expected total t4 results has not yet been determined.